Event description:
It was reported that because of right ventricular (rv) lead issues, the left ventricular (lv) lead exhibited no capture and high impedance. The lv lead was turned off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant prdoucts: implanted: (B)(6) 2014; product ID: implantable tachy lead, implanted: (B)(6) 2004; product ID: 4524-53 implantable pacing lead, implanted: (B)(6) 1998; product ID: 4024-58 implantable pacing lead, implanted: (B)(6) 1998. (B)(4).